Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose blood glucose of over 30- 40 mg/dl at the time of the incident, the customer current blood glucose was 92 mg/dl. The customer was hospitalized on (B)(6) 2018. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.